Manufacturer narrative:
It is reported that there was an alarm from the surgical equipment and mechanical ventilation was interrupted. No patients were injured. The user facility did not involve the local dräger s&s organization in any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by dräger but was unable to provide additional details. According to the limited information available, the device has been in use for ten years. As for the reasons, the possible underlying factors for the reported equipment failure include: improper use and maintenance; component aging and other factors; of course, the product itself may not be ruled out as a cause. However, based on the currently limited available information, the manufacturer is unable to determine the fundamental cause of this incident. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. All alarms, possible causes and remedies as well are described in the instructions for use. It is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
It is reported that the mechanical ventilation of the equipment stopped during use. No patients were injured.

Manufacturer narrative:
The investigation has started. A follow-up report will be submitted upon completion.

Event description:
It is reported that the mechanical ventilation of the equipment stopped during use. No patients were injured.